Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, there is a possibility that the ptfe pad was peeled since the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a total laparoscopic hysterectomy. After about 10 minutes use, the ptfe pad of the device was peeled. The procedure was completed with another thunderbeat device. There was no patient harm reported.